Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned for use.

Event description:
The customer contacted physio-control to report that the loan device they received from physio-control would no longer power on. There was no patient use associated with the reported event.